Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue. The customer was contacted by a medela clinician on (B)(6) 2017, the customer indicated that she was diagnosed with mastitis and prescribed keflex. The customer called back on (B)(6) 2017 to report that her new pump was working well and her mastitis was resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017 that she had low suction with her freestyle breastpump and has mastitis.